Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device in this incident. It was determined that the single patient was not crossing pyxis. A technical support specialist (tss) checked and explained to the customer that, based on the patients mrn provided, the patient status was showing as preadmitted. Hence, the patient was not appearing on the station. Tss instructed that, for the patient to appear on the station, the hospitals admission, transfer, and discharge (adt) system had to send either an admit or register message. In the hl7 (health level 7) standard, which defines the format for hospital messages, these corresponded to message types a01 (admit) and a04 (register). Only these two message types would update a patients status from preadmit to admit. Tss spoke with the facilitys registration department, and it appeared that meditech had sent a discharge with a code midnight run, which caused the patient to be discharged. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server single patient was not crossing over to the station. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported due to this event.